Manufacturer narrative:
Report # 3003721894-2016-00023 is associated with argus case (B)(4). Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Accidental device ingestion [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. Gsk medical assessment revealed that polident denture adhesive cream was suspected to be a contributory cause of the incident. The event did not lead to a serious outcome. Additional details: this case was reported from a consumer via call center representative on (B)(6) 2016. A female consumer of unknown age used polident denture adhesive cream for denture retention form an unknown date. In the evening after using the product, there was low dose of adhesive cream left on her denture when to detach it hence she suspected to swallow the product but there was no adverse event occurred at that time of reporting. The consumer queried if it would be harmful. No further safety information was reported. The consumer did not consent to local privacy law hence no further information would be available.